Manufacturer narrative:
As per the literature, gross microscopy and light microscopy of lens showed granular deposits in a dense round pattern of distribution within the margins of the capsulorhexis or pupil on the anterior surface/subsurface of the iol. The granules stained positive for calcium with alizarin red. On sem (scanning electron microscopy) coupled with eds (energy dispersive x-ray spectroscopy), the granular deposits were found to comprise calcium. The calcification in this study resembled the pattern seen on calcified iols after anterior segment procedures using intracameral injections of air or gas. According to the literature, this calcification of hydrophilic acrylic iols is likely the result of blood¿aqueous barrier breakdown from repeated intraocular procedures. The study purports that any additional intraocular surgery or trauma after previous hydrophilic acrylic iol implantation might lead to localized anterior surface or subsurface calcification of the iol. The study concludes the calcification is the result of an exacerbated chronic inflammatory reaction after multiple intraocular procedures with a metabolic change in the anterior chamber of the eye. This reaction or change leads to a localized pattern of anterior surface/subsurface calcification of the iol exposed to the aqueous humor while the portion of the iol covered by the capsule is spared. Investigation is under way. Additional information has been requested from the study authors.

Event description:
The article ¿localized calcification of hydrophilic acrylic intraocular lenses after posterior segment procedures¿ by vaishnavi balendiran, md, kyle maclean, md, nick mamalis, md, manfred tetz, md, and liliana werner, md, phd reports a case involving an intraocular lens (iol) that was explanted six years post implant as a result of opacification in berlin (germany) [case 12]. The cataract/implant surgery was not a combination procedure. The capsule bag was not intact. Posterior segment procedure (ppv) was done later after cataract surgery. Localized opacification was first noticed approximately six (6) years post implantation. The iol was explanted approximately six (6) years post implantation in berlin (germany) because of postoperative optic opacification associated with a significant decrease of visual acuity of at least 2 snellen lines as well as ¿hazy¿ vision and glare. The capsular bag was reported as opacified as a result of lens epithelial cell proliferation, and a posterior capsulotomy was observed. It is reported that the patient¿s visual function improved, and visual complaints resolved after explantation and exchange of the opacified iol. Additional information has been requested but has not been received.

Manufacturer narrative:
Attempts to obtain additional information from the study author and case-relevant contributor have been unsuccessful. The lot number was not identified, and the lens was not returned for evaluation. A review of the lens images shows opacified capsular bag, optic center and posterior capsulotomy. The testing performed in the context of the study could not be replicated/confirmed internally. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Three (3) major types of calcification have been identified. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.